Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, upon entering, the device into the patient's body, the device was fractured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.